Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g cartridge reload was returned fully fired and with the cartridge pan detached and bent. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure as the scrub nurse wanted to change the reload this was not easily possible. The metal part of the reload was caught in the jaw of the stapler. With much manipulation on the stapler`s jaw at the end they could remove the metallic part of the reload. However for the rest of the surgery they had to open a new device. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: will the device be returned for analysis? Yes.